Event description:
When trying to remove foley cath post turp, catheter balloon deflated -30cc-but was unable to remove catheter. Catheter became stuck and balloon had to be deflated and re-inflated several times. This was a silicone impregnated foley catheter made by rochester medical. Pt had bleeding and pain and trauma. Pt had bleeding into the next day. Dates of use: 2009. Diagnosis: turp procedure.